Manufacturer narrative:
Corrected data: h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event remains indeterminable; however, patient factors and progression of underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a (B)(6)-year-old patient with a 19mm aortic valve implanted for an unknown implant duration underwent double valve-in-valve procedure due to unknown reasons. Patient was transferred from an outside hospital in cardiogenic shock. The patient had bp 95/55, on two inotropes; creatinine 2.5 mg/dl, and hb 8.7 g/dl. It was learned on way to or for open heart surgery the patient would not take blood due to religion. A 20mm transcatheter valve was implanted inside the 19mm aortic valve.